Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 400 mg/dl. On (B)(6) 2018 customer will go to local hospital for high blood glucose treatment since patient does not have back up plan. The insulin pump kept asking to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. The device passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test. The motor was tested outside the device and passed.